Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Subsequently, the valve was inserted in the patient and deployed at a depth of 2 mm on the non-coronary cusp and 3 mm on the left coronary cusp. Following deployment, the valve dislodged and paravalvular leak was noted. A second valve was then implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type; {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - second paragraph medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to a bicuspid aortic valve. Subsequently, the valve was inserted in the patient and deployed at a depth of 2 mm on the non-coronary cusp and 3 mm on the left coronary cusp. Following deployment, the valve dislodged and paravalvular leak was noted. A second valve was then implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received that after the valve dislodged, the implant depth was -2 millimeter (mm) on the non-coronary cusp (ncc) and 1 on the left coronary cusp (lcc). The severity of the paravalvular leak (pvl) was severe.

Manufacturer narrative:
Corrected data: a4 - patient weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.